Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) a cook acrobat calibrated tip wire guide was used. Three exchanges of accessories were completed with this wire guide. When performing another accessory exchange, wire guide access to the bile duct was lost due to the wire guide becoming unlocked from the wire guide locking device. Despite this observation, the procedure was able to be finished. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt d did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.